Manufacturer narrative:
Device not returned.

Event description:
It was reported that during the procedure, the coil was prematurely detached in the microcatheter hub, outside the patient¿s body. There were no clinical consequences to the patient reported due to this event.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. During visual inspection, the proximal contact wire and the distal tip of the coil were found to be intact. The coil delivery wire and the main coil were noted to be kinked/bent. During functional testing, friction was encountered when advancing the coil though the introducer sheath. In case of this complaint, the returned coil was seen to be kinked/bent but was not broken; therefore, the reported event was not confirmed. The damage noted to the coil was causing friction in the introducer sheath. An assignable cause of procedural factor was assigned to the as analyzed defect 'nv - main coil kinked bent', and 'nv - coil introducer sheath friction', as the issue is associated with a product that meets stryker design and manufacture specifications and was used in accordance with the direction for use (dfu) but due to procedural and/or anatomical factors during use, the device performance was limited. During investigation, it was noted that the coil delivery wire was kinked/bent. It is probable that during the procedure, force was applied to the device, possibly when it was stated the device was pulled back, and this caused the damage to the delivery wire. An assignable cause of handling damage was assigned to the as analyzed defect 'nv - coil delivery wire kinked bent', as the issue is due to handling of the device or portion of the device during the clinical procedure, upon removal of the device from the packaging, or preparation of the device prior to use. The product investigation confirmed that the delivery wire was kinked/bent but not fractured. It is highly unlikely that the kinked/bent delivery wire may contribute to and/or cause any patient injury. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question. Expiration date: added. Manufacturing date: added. Product available to stryker: updated. Device evaluated by mfg: updated. Summary attached: updated.

Event description:
It was reported that during the procedure, the coil was prematurely detached in the microcatheter hub, outside the patient¿s body. There were no clinical consequences to the patient reported due to this event.